Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, the patient experienced a skin reaction with inflammation, swelling and infection, under entire patch area. The patient went to the hospital and stated that a minor surgery was done to remove the infected tissue, and that they were given antibiotics. The name and route of the antibiotics was not known but was most likely oral medication. The patient was advised to go come back to the hospital after two days for wound control. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).